Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as a surgical impact opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "tear." The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required visual analysis: visual analysis of the photographs identified: rupture : observed opening on the device. Additional observation: red particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.